Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter . (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6) male patient who was receiving an unknown drug via an implantable pump for spinal pain. On (B)(6) 2015, additional information was received from a hcp. On (B)(6) 2015, the patient catheter was severed during a repeat spinal surgery. The patient's pump was turned off until a catheter revision could occur. The catheter was to be revised once the patient recovered from the surgery. On (B)(6) 2015, the patient experienced pain only at the pump pocket. The patient was screaming in pain. Additional information has been requested regarding the patient's medical history and concomitant medications, and the event&#38112;outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.